Event description:
The contact stated the customer rec'd a low blood glucose reading. He performed a control test and rec'd a result of 49 mg/dl. The normal control range was 95-131 mg/dl. No adverse events were alleged. The test strips are to be returned for eval, and replacement test strips will be sent.